Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h11. Visual examination of the returned products identified signs of implantation on the femoral implant, with surface scratches and foreign material adhered to the implant's surface. The articular surface has surface scratches and wear on a condyle. The tibial implant shows signs of use with scuffing and wear on the stem portion of the implant, no foreign debris was noted on the implant. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Visual examination of the provided videos found the knee to be unstable prior to the revision procedure along with the tibial plate loose enough from the bone cement to be able to remove by hand. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right knee arthroplasty with osteolysis along the tibial implant as noted. No frank implant loosening. Implant fit and alignment are maintained. Bone quality is osteopenic. There is radiolucency along the tibial implant as noted. No evidence of implant loosening. A definitive root cause cannot be determined. The complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision due to major poly wear and loss of tibial fixation. The presence of metallosis was noted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.